Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: the suture split during use on the patient, no patient consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: visual analysis of the individual image received to for evaluation, it was observed a suture piece and the product code should be eh7814. The image is not clear to determine failure mode. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or bending surgical instruments, such as needle holders and forceps. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: visual analysis of the individual image received for evaluation, it was observed a suture piece and the product code should be eh7814. The image is not clear to determine failure mode. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or bending surgical instruments, such as needle holders and forceps. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance., according to the information received, suture split intra operative. Visual analysis of the returned product revealed that one prolene suture piece that appears to be of the product code eh7814 was received for evaluation. Upon visual inspection of the returned sample, the suture was received with damages, split and fraying at the surface, in addition the ends were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.